Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a 014 hi-torque balance middleweight hydro guide wire a separation occurred and part of the device was lodged in the patient¿s external jugular. There was no delay reported. No additional information was provided.

Manufacturer narrative:
Additional information was received reporting that this event is a duplicate of MFR 2024168-2020-10690; therefore, no investigation is required. Investigation results were filed under the duplicate event medwatch report, MFR#2024168-2020-10690.